Event description:
It was reported that the trailing haptic of the intraocular lens (iol) was torn during insertion of the lens. The iol was successfully removed and replaced (replacement unknown). There was no reported patient injury or health damage. No additional information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: feb 21, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received stuck to gauze. Visual inspection under magnification revealed that the lens was received cut (not completely separated) with a missing detached haptic. The missing detached haptic was later observed overridden and stuck in the cartridge of the handpiece device. Plunger rod damage (bent plunger rod tip) was observed consistent with excessive force used during delivery. Trace amounts of viscoelastic residue was observed in the cartridge consistent with inadequate ovd usage during loading and insertion. No additional defects or assembly issues were observed before and after disassembling the handpiece for evaluation. Dimensional inspection was performed on the intact haptic and measured within specifications. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.